Event description:
It was reported that the customer had a no delivery alarm during priming process on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer is now using her back up plan. The customer was advised to call us back at anytime to troubleshoot the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.